Manufacturer narrative:
Two pictures were received, and it could be observed a tube without component attached; no solvent marks were noted on the tube. The other picture showed the back side of the pouch from the affected product. No testing or thorough inspection could be performed because no sample was provided for evaluation. The reported complaint was confirmed, and the problem source of the reported event was noted to be manufacturing.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd high-volume administration set's tubing detached from the end of the connector during administration of piperacillin and tazobactam through a PICC line. It was reported that the PICC may have had some occlusion issues. It was reported that it was possible that the patient may have missed a dose. Per reporter, the medication bag was discarded and the missed dose was replaced. No adverse patient effects were reported.